Event description:
It was reported by service report that the r/h head end side rail will not lock in mid or up position. Disassembled side rail and found retaining clip on spring plunger came off preventing latch plate to engage into locking position. It is unknown if there was patient involvement, however, no adverse consequences are reported.